Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported slow deflation occurred. The target lesion was located in the calcified mid and proximal circumflex (circ). A 6 fr. Non bsc guiding catheter was used to cannulate the artery. A non bsc190cm interventional guidewire was used to wire the lesion. An emerge 2.5 balloon was used to pre dilate the lesion. A 2.75 x 12 non bsc stent was placed in the mid circ and a 3.0 x 18 non bsc stent was placed in the proximal circ. While post dilating with an nc emerge 3.25 x 20 ptca balloon, the balloon did not deflate when the inflation device was pulled back. The physician was able to pull the partially inflated balloon and wire back into the guiding catheter and then everything was removed. The physician pulled a new guiding catheter and a new interventional guidewire and was able to move on with the intervention without incident. No patient complications were reported.

Manufacturer narrative:
Upn- search - from : unk854 - nc emerge - (B)(4) (intervent cardio) - 30000 to: (B)(4) emerge mr, us 3.25mm x 20mm - (B)(4). Upn - from: unk854 to: (B)(4). Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter with an unidentified guidewire. The guidewire was protruding 179.5cm from the exit notch of the nc emerge. The guidewire was able to be removed with no difficulties. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. Microscopic examination of the balloon revealed that the distal end of the balloon was bunched. Microscopic examination of the manifold presented no damage or irregularities. Microscopic examination revealed that the outer and inner shafts were torn from the exit notch distally for 16mm. Microscopic examination revealed numerous kinks through the hypotube. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, water flowed out of the tear in the shaft. The balloon was not able to be inflated or deflated due to the damage, so the device was unable to be tested for the difficulties with the deflation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported slow deflation occurred. The target lesion was located in the calcified mid and proximal circumflex (circ). A 6 fr. Non bsc guiding catheter was used to cannulate the artery. A non bsc190cm interventional guidewire was used to wire the lesion. An emerge 2.5 balloon was used to pre dilate the lesion. A 2.75 x 12 non bsc stent was placed in the mid circ and a 3.0 x 18 non bsc stent was placed in the proximal circ. While post dilating with an nc emerge 3.25 x 20 ptca balloon, the balloon did not deflate when the inflation device was pulled back. The physician was able to pull the partially inflated balloon and wire back into the guiding catheter and then everything was removed. The physician pulled a new guiding catheter and a new interventional guidewire and was able to move on with the intervention without incident. No patient complications were reported.